Event description:
A doctor expressed concern with wearing of the lower anterior teeth caused by contact with in-ovation r brackets on the upper arch. Though the complainant indicates wearing was on the lower anterior teeth, photographs provided show visible wearing on the upper teeth, the shape of which appears to correspond with brackets placed on the lower arch. The brackets are still in place as of this report.

Manufacturer narrative:
The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.